Manufacturer narrative:
The insulin pump was unable to prime during the prime/force sensor system test. There was a compromised force sensor system alarm during the basic occlusion test due to a protruded or loose drive support disk. The insulin pump had a minor scratched lcd window, a cracked case near display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker. No unexpected restart alarm was noted. The insulin pump passed the self-test and the unexpected restart error alarm test.

Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system. The customer also received the unexpected restart alarm on the insulin pump and stated that the alarm occurred shortly after inserting a new battery. The customer's blood glucose was 339 mg/dl. The customer treated her blood glucose with manual injections. Troubleshooting was done. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.